Event description:
Related manufacturer reference number: 2017865-2022-12666. It was reported that the patient presented in clinic for a follow up. An x-ray revealed lead dislodgement on both right ventricle (rv) and atrial (ra) lead causing failure to sense and intermittent capture on both rv and ra lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.